Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to low pacing impedance falling just below the alert threshold. It was noted that the patient exhibited chronically low pacing impedance per the trending measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.